Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer states receiving no delivery alarm. The customer's blood glucose level at the time of incident was 498mg/dl. The customer states treating high levels with manual injections. The customer had been sent a replacement pump and sets, but continued to get no delivery alarms. The customer believes the issue is with the cannula and the sets. The customer's blood glucose level at the time was 300mg/dl. The customer declined to troubleshoot for the no delivery, and only wanted the replacement sets. The customer is being sent out replacement sets.